Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the patient did not place their ipg into surgery mode during an unrelated procedure. As a result, the physician explanted and replaced the ipg. Surgical intervention resolved the issue.